Manufacturer narrative:
Additional product code: kwp, kwq, mnh. Mni, osh. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - a manufacturing record evaluation was performed for the finished device product code: 179702000, lot number: 184100. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 07.03.2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, on may 22 2018 the patient underwent the primary posterior lumbar interbody fusion (plif) (l4-5). On (B)(6) 2022 it was found that the patient had suffered from asd and on (B)(6) 2022 the patient is scheduled to undergo a revision procedure (plif extension between l3-4). The upcoming revision procedure was planned to remove devices in question from the lesion and reconnected from l3 and to deploy screws in l4-5 will be left in place because they have been tight enough in the lesion. Procedure was completed successfully. This report is for one (1) single-inner setscrew. This is report 2 of 6 for complaint (B)(4).